Event description:
It was reported that on this latitude communicator the red call doctor icon was indicated. Technical services (ts) was contacted, and ts helped the patient troubleshoot sending a transmission, but a communication could not be sent. It was later determined that the red call doctor icon was indicated due to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance of greater than 150 ohms. The device and rv lead remain in service. No adverse patient effects were reported.